Event description:
The customer reported the system is displaying an ma on in error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament drive board and performed a filament calibration. System operates as intended. (B)(4).